Manufacturer narrative:
The insulin pump failed to vibrate during self-test due to broken black vibrator motor wire. The device had cracked case at display window corners and minor scratches on the lcd window. (B)(4).

Event description:
Customer reported via phone call, he has the insulin pump on vibrate but it has been over a week the vibrate feature on the device stopped working. Customer's blood glucose was probably 140 mg/dl. The customer reported the device doesn't vibrate when he is trying to set up the bolus. Customer had recently installed a new battery. Self-test was performed and customer stated the device did not vibrate. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.